Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump had moisture damage underneath the screen. Troubleshooting was performed. The customer stated that he got into the pool with the device on and the insulin pump alarmed motor error. No further information was provided.